Manufacturer narrative:
Conclusion: the reported information does not allege deficiencies related to product quality, performance, or the manufacturing process. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic mitral valve, the physician converted the implant from a minimally invasive cardiac surgery (mics) to an open chest procedure due to an aortic dissection. During the implant, an echocardiogram measured gradients of 53 mm hg across the valve due to a suspected left ventricle outflow tract (lvot) obstruction as the mitral valve was "not properly lined up." The valve was explanted and replaced with a competitor's valve due largely to the aortic dissection. Per the physician, there were no allegations against the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.